Event description:
End-user allegedly sustained personal injuries when he fell down four steps after the crutches he was using broke. This report is based on info offered in letter from end-users' atty.